Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the cursor on the display screen and that calibration did not resolve the issue. It was also indicated that the power cord insulation was pulling back from the plug. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the stylus pen would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.